Event description:
On (B)(6) 2009, patient reported he noticed the damaged screen on the infusion device about 1 year ago, but failed to call and report it. He stated that on his screen he should be seeing 0.7 u/h which is his hourly basal amount. Patient states instead he has a vertical line running through the 0.7 that makes it look almost like a 0.9. Patient reports he is able to make out most of the rest of the display. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.